Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unspecified quantity of unknown baxter access sets leaked. The event occurred at the end of an etoposide infusion. The nurse observed "a few drops were on the outside of the tubing," there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unspecified quantity of unknown baxter access sets leaked. The event occurred at the end of an etoposide infusion. The nurse observed "a few drops were on the outside of the tubing," there was no report of patient injury or medical intervention associated with this event. No additional information is available.